Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Auto bipolar energy delivery did not stop when it should have. No patient involvement.